Event description:
It was reported to philips that the device will not turn on. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during the lab test. The device failed to power up due to an open fuse (f1002). After the fuse was replaced with a known good one, the device was able to power up and pass all the test related to it. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.